Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient was experiencing nausea, shaking and felt that she would pass out. The patient consulted a doctor and there they took a bg reading which was 500 mg/dl and there was no cgm reading reported as the patient couldn¿t remember the readings. The patient was treated with lantus and humalog insulin injection to alleviate the symptoms. After that she was advised to go home and take rest to recover. After 3 days the patient was fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.